Manufacturer narrative:
Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from waldenburg indicates a hospital in chile reported; pt status post mandibular reconstruction and resection of affected bones treated with a unilock reconplate and screws returned to surgeon three years after implantation. An x-ray showed the plate was broken, pt needed surgical intervention.